Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient had an MRI and ever since the MRI patient had several accidents at night. Pt said they would wake up at night with their pad completely filled and then 2 hours later the pad would be completely filled again. The circumstances that led to the reported issue were asked but unknown. Pt representative said patient was feeling stimulation on current program, patient was unable to increase stimulation any further without discomfort. Patient changed to program 3 and increased stimulation to 0.9v where they felt comfortable stimulation. Patient will maintain stimulation and monitor symptoms.